Manufacturer narrative:
Health effects - health impact code updated device evaluation: tamper seals are broken. The lens protector was cracked. The right plunger case was damaged. Parts of the plunger head were missing. There was plunger sensor errors in history. Cause was impact. Replaced cracked lens cover and all plastic parts of the plunger head. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in july, 2022 and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a cracked screen,bad force sensor and damage on the case. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.